Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 298 mg/dl and 424 mg/dl with a lifescan meter, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected valued of <= 20 % and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt's father performed blood glucose test and obtained readings of 104 mg/dl and 105 mg/dl on the reported meter. Meter was replaced.